Event description:
The customer reported a few drops of diluent leaked from the probe of the coulter act diff analyzer. The customer indicated that the leak was contained within the instrument. The customer was troubleshooting a platelet (plt) background failure issue prior to the leak. The customer was wearing personal protective equipment consisting of gloves, gown and glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse indicated that diluent was dripping from the aspiration probe at the end of startup cycle and controls were out of specified ranges. The fse found and replaced a faulty pinch valve lv15 to resolve the issues. The fse verified the repair as per established procedures and no further leak or platelet (plt) background failures were observed. (B)(4).